Event description:
It was reported that a home patient (hp) experienced a high drain alarm on a homechoice (hc) device during peritoneal dialysis (pd) therapy. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. A registered nurse (rn) reported the event, but she did not know the details of the therapy. A technical service representative explained the alarm to the rn, and the rn planned on following up with the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Review of service data for serial number 639191 revealed there is no previous service history for this device. The device was shipped to the customer in new manufacture condition. A device history record review will be completed. Should additional relevant information become available, a supplemental report will be submitted.